Event description:
It was reported that the patient presented with high impedance and low output current upon interrogation. The patient was having increased seizures which the physician attributed to the high impedance. It was also mentioned that the patient's mother could not find the patient's pulse, which she described as frequently occurring when the patient laid on his left side. The patient had a full revision, after which impedance returned to normal limits. No additional relevant information has been received to date.